Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure due to the patient not being happy with the refractive outcome. Reportedly, there was no incision enlargement, no sutures and no patient injury. Another lens, different model, was implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection was performed. It was observed that the lens was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Additionally, the dfu contains a specific section on lens power calculations. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.